Manufacturer narrative:
Device passed self test. Insulin pump received error 38 during rewind due to corroded motor home switch. Unable to verify no delivery alarm or occlusion, perform displacement test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Device tested outside the insulin pump and received pump error 38 at rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son's insulin pump was not rewound and had insulin flow block alarm as well. The customer¿s blood glucose was 99 mg/dl. Troubleshooting was done for insulin flow block alarm. Customer reported that the piston was not moving. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. Customer was advised to place the insulin pump in storage mode, removed battery, pressed and hold the back button until the screen turns off. The insulin pump will be returned for analysis.